Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb charger cable was frayed, and could no longer be used to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. There was no adverse effect to customer's blood glucose level.